Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided. H3 other text : see h10 manufacture narrative.

Event description:
Material #: unknown, batch#: unknown. It was reported by customer that please fix your markings on your syringes. They are inconsistent and can lead to fatal accidents. Verbatim: rcc received a complaint via email. Email(s) attached. We received the attached message via facebook private message, and have responded with a request to contact productcomplaints directly to provide additional information. Please fix your markings on your syringes. They are inconsistent and can lead to fatal accidents.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #: unknown. Batch#: unknown. It was reported by customer that please fix your markings on your syringes. They are inconsistent and can lead to fatal accidents. Verbatim: rcc received a complaint via email. Email(s) attached. We received the attached message via facebook private message, and have responded with a request to contact product complaints directly to provide additional information. Please fix your markings on your syringes. They are inconsistent and can lead to fatal accidents.